Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins for non-malignant pain. It was reported that they were having difficulty recharging the ins and have had poor coupling since implant. The patient reported that they previously had different rechargeable units implanted and they could easily charge it with the charge lasting longer than the current model. The patient reported that a charging spacer works well with the previous ins and would like to have another one sent to them. The patient was recommended an adhesive disc because the patient stated that they currently must sit on the ins recharger antenna to keep it in place and it can be uncomfortable. The patient reported that their adaptive stimulation. The patient reported that the difficulty recharging may be caused by the location of the ins because they had another ins implanted in the same location. A replacement antenna was requested. No patient complications have been reported because of this event. No symptom was reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.